Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. It was reported, that an implant, which was placed with a guide, had failed. With the available information it is not possible to determine, whether the failure was caused or is connected to the use of the guide, or there is no connection. An additional report will be sent on the guide. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.